Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Event description:
Patient reported they provided a letter of recommendation. The letter states the patient has severe periodontal disease and decay on majority of their teeth in which may lead to root canals and crowns. Aligner treatment should be stopped as patient is advised to complete treatment due to poor oral hygiene. If treatment not stopped, patient's periodontal condition will get worse.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.